Event description:
Lead explanted due to an increase in impedance measurement of this lead. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through between 30 cm and 35 cm proximal to the lead tip. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the lead tip was found damaged, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.